Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and both leaflets were grasped. However, tissue damage was observed on the anterior leaflet. The clip was reopened and repositioned. However, while grasping, it was observed that tissue damage on the posterior leaflet and a chordal ruptured occurred. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient experienced cardiogenic shock and remains in the hospital.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury and cardiogenic shock cannot be determined. Tissue damage/injury and cardiogenic shock are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4614.